Event description:
Complainant alleged that during biomed testing, while using battery power, the device would not power up. Once the ac power was applied the device displays "system fault 36", "system fault 37", "defib disabled", "pacer disabled", "defib fault 79", "cable fault" and "pacer fault 122" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.